Manufacturer narrative:
(B)(4). Unit returned with its original pouch. The unit returned has the wire damaged , as part of overall visual revision. The device has the distal end broken at 64cm from the proximal section (the distal tip was not returned) however, the ballweld was returned and it was inspected and it has evidence of welding process, the coil is unraveled in the distal section end. The wire is kinked in the middle of the device and near to proximal section. Overall length and outer diameter (od) of distal tip could not be measured due to the device condition. Od of middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that guide wire unraveling occurred.   A 75cm .035 (bx/1) amplatz super stiff guide wire was advanced to the target lesion; however, after successfully deploying the stent, it was noticed that the coils of the wire began to unravel upon removal. No patient complications were reported and the patient was okay.   However, returned device analysis revealed guide wire break.